Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported failure to retrieve the suture during the plunger retraction. Based on visual and functional analysis of the returned device, the probable cause for the reported event is related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide with a 6fr sheath, after a transcatheter arterial chemoembolization procedure (tace). Reportedly, when removing the plunger, no sutures were seen on the needles. A starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se devices. There was no reported clinically significant delay in the entire procedure. No additional information was provided.